Event description:
It was reported that prior to a gynecological procedure on an unknown date the mdu was dropped. The device is functioning but the motor shaft was slightly bent. There was no patient consequence and no case involvement.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The reported symptom of needing repairs due to being dropped was verified. The sub chassis was bent. All issues identified were due to mishandling. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.